Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed. Review of data revealed lead noise after appropriate high voltage therapy delivery for vt. Lead remains implanted and is functioning well.